Event description:
It was reported that "surgery was reported to take place on (B)(6) 2009. Patient reports pad burn on leg saturday the (B)(6). Patient is directed to see their doctor. Patient goes to a "patient first" medical clinic where injury is diagnosed as a second degree burn. Patient see's surgeon on wednesday (B)(6). Surgeon writes a patient safety notification (psn) for internal review. Biomed found system 5000 (clinical engineering (B)(4)) unit to be working correctly and within specifications."

Manufacturer narrative:
We are attempting to gather additional information and photos regarding this incident. The original device was discarded by the facility. When our quality engineer has finished their investigation we will file a supplemental report.